Event description:
Customer reportedly received the following results on the advantage system: at 25 mg/dl, 18 mg/dl, 34 mg/dl, 25 mg/dl, and 148 mg/dl. At 41mg/dl, 29 mg/dl, lo (less then 10mg/dl), 23 mg/dl, lo, and 93 mg/dl. Lo, 19 mg/dl, and 101 mg/dl. At 63 mg/dl and 111 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.